Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during implant, high impedance was observed on the atrial lead. The physician attempted to place the lead multiple times but the impedance was still high. The physician completed the procedure without the lead and the patient was stable following.

Manufacturer narrative:
Analysis was normal. No anomaly was found.